Event description:
This case was initially received via regulatory authority ((B)(4)) on 13-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure insert was broken and some fragments were remaining in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 1 day after insertion of essure, the patient experienced abdominal pain ("abdominal pain"), dizziness ("dizziness"), visual impairment ("vision disorders"), fatigue ("chronic fatigue"), abdominal distension ("abdomen was always swollen"), face oedema ("oedema on face"), arthralgia ("join pain") and allergy to metals ("allergy test was positive for nickel"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal incomplete"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown, the abdominal pain, dizziness, visual impairment, fatigue, abdominal distension, arthralgia and allergy to metals had resolved and the face oedema had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, arthralgia, complication of device removal, device breakage, dizziness, face oedema, fatigue and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure insert was broken by the surgeon unknown date: x-ray: some fragments were remaining in uterus. Allergy test was positive for nickel. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device breakage ¿ analysis in the global safety database revealed 2.250 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure insert was broken and some fragments were remaining in uterus") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"), dizziness ("dizziness"), visual impairment ("vision disorders"), fatigue ("chronic fatigue"), abdominal distension ("abdomen was always swollen"), face oedema ("oedema on face"), arthralgia ("join pain") and allergy to metals ("allergy test was positive for nickel"), 8 months 1 day after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal incomplete"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown, the abdominal pain, dizziness, visual impairment, fatigue, abdominal distension, arthralgia and allergy to metals had resolved and the face oedema had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, arthralgia, complication of device removal, device breakage, dizziness, face oedema, fatigue and visual impairment with essure. The reporter commented: a small part of essure insert was found on left side on stainless steel part. Hysteroscopy was to be performed to see if it would be possible to remove it. Two dates of removal were provided for this patient with no further information: (B)(6) 2017 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: strongly positive for nickel after 48 hours. X-ray - on an unknown date: essure insert was broken by the surgeon; on an unknown date: some fragments were remaining in uterus. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device breakage ¿ analysis in the global safety database revealed 2.250 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case will be deleted from bayer pv database. Nullification reason: duplicate case was identified with f/u information - during a cluster reconciliation and following confirmation from the local health authorities, this case was identified as a duplicate of (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.